Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (ICD) did exhibit myopotentials oversensing that led to early surgical intervention to address the issue. There were no reported adverse patient effects such as pacemaker inhibition.

Manufacturer narrative:
This rv lead was surgically abandoned. The associated crt-d was removed from service.